Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit will not hold a charge. There was no report of patient involvement and/or impact.